Event description:
It was reported that a vessel dissection was caused by pre-dilatation with the balloon catheter (subject device). The target lesion was in the left internal carotid artery. A stent was placed for the dissection. No additional information is available.

Manufacturer narrative:
The subject device was disposed at the hospital.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure and patient condition noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a vessel dissection was caused by pre-dilatation with the balloon catheter (subject device). The target lesion was in the left internal carotid artery. A stent was placed for the dissection. No additional information is available.